Event description:
It was reported that during a video lobe (arrow-head) resection procedure, the doctors wanted to proceed with stapler and d-shape clamps but the stapler didn't function at all. They tried it four times with four different staplers without any success. The initial part of the stapler could be opened but couldn't be closed, looked like a small spiral is missing from there which could keep tightened this part. Due to this technical failure they had to open more and more the patient' chest and there were a big risk that the lung should be taken out. Finally they could solve the problem with using a competing stapler.

Manufacturer narrative:
(B)(4): information was not provided by the contact. Additional information was requested and the following was obtained: what is meant by the initial part of the stapler could be opened but couldn¿t be closed? (Please mark the part of the stapler in the attachment) as per our understanding (the sales rep was not present on the surgery) the copied part of the stapler couldn¿t be in the tightly closed position. ¿had to open more and more the patient' chest¿ was the procedure changed from video assisted (laparoscopic) to an open surgery, or did the surgeon use more than the original trocar incisions? Yes, the procedure was changed from video assisted to an open surgery. Has this any impact on the patient, the surgery or the healing process? No (but the healing process is longer because of the open surgery¿) patient condition after the procedure? The patient is well. Please describe the piece that was missing, or draw a picture of the piece? It was just hypothesized that a part is missing since the device looked loosened and not functioning properly. Was the device taken apart to find the missing piece? No. What is customer experience with this device? With the straight echelon 5 years, the echelon flex 1 year. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.